Event description:
The dr reported that the customer was hospitalized for high bgs. Troubleshooting was performed. The programming and histories were not accurate. Also the alarm history shows an alarm. The device was disconnected and corrected the programming.